Manufacturer narrative:
(B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities in 2016 for prontosan wound irrigation solution were over (B)(4) million units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. No samples were sent for analytical investigation. No batch number is available. Without the sample and/or lot number, further evaluation is not possible. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
A (B)(6) old patient with an abdominal fistula came for wound dressing to the surgical clinic. Following the application of aquitox, prontosan and menalind the patient suffered an anaphylactic shock (collapse, unconsciousness, stertorous breathing, tonus). An emergency team was called. On arrival to the clinic, the patient was unconscious, showed regular stertorous breathing, sweating, tonic spasms, no peripheral pulse, but pulse on carotids present, mydriasis, bulbs twisted to the right side, and transient rash all over the body. The patient was treated with adrenalin IV, solumedrol, dithiaden and rehydration infusion therapy. Later, one day after the episode, the patient was without any symptoms. An epicutaneous test with prontosan, menalind ointment and aquitox was conducted. The test on prontosan was concluded as positive.